Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2020-32120. Additional information obtained confirmed the patient's leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-32120. It was reported the patient has been receiving ineffective stimulation. An impedance check revealed high impedance on both of the patient's leads. Reprogramming was unable to provide resolution. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2020-32120. The patient's leads were explanted. Further event information is unknown at this time.

Manufacturer narrative:
The reported event of high impedance was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken follow by a cam impression mark. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.